Event description:
It was reported that the unit failed volume test during testing. There was no patient involvement. Evaluation of the returned device identified that the dso seal was detached.

Manufacturer narrative:
H.3.: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found damage to the downstream occlusion sensor (dso) seal detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.